Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's eye on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting and elevated intraocular pressure. The patient was close to angle closure, so the patient was administered drops to lower the pressure and the surgeon widened the peripheral iridectomies. The surgeon decided to explant the lens, through the original incision and the lens was exchanged for a shorter lens. There was no patient injury. The reporter stated the exchanged lens is also a bit long but the vault is ok. The patient is doing extremely well. The reporter stated the cause of the event was due to sizing. The reporter stated the lens was discarded by the facility.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens discarded.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a sales representative, icl was explanted/exchanged for a shorter length icl two days postoperatively to address excessive lens vaulting and subsequent elevated iop. Before lens exchange the patient was medically (eye drops were prescribed for lowering iop) and surgically (the surgeon widened the existed iridotomies) treated. After the lens exchange patient was doing extremely well. According to the report the most likely cause of the event was procedure related factor (miscalculation of a size). The literature reports that persistent rise in iop/pupillary block is frequently associated with inadequate preoperative iridotomies and/or excessive icl vault usually due to an overestimation of icl size. Per dfu visian icl handling precautions "1. Choice of the proper visian icl size should be carefully considered prior to surgery." Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was procedure related factor (miscalculation of a size). (B)(4).